Event description:
Meter name: one touch profile. Strip name: lifescan ot strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A pt reported they were unable to test on the meter. Their meter allegedly would only prompt message of clean test area. Unable to get a reading on the meter. No comparison. Customer took regular amount of insulin only because unable to get a reading. Customer is also on a sliding scale.